Event description:
It was reported that during a biliary stenting treatment procedure on a patient with liver cancer and obstructive jaundice, the stent would not fully deploy. The physician attempted to place a stent in a very stenotic lesion at the junction of the left hepatic duct and the common bile duct. The lesion was near a 90 degree angle at the entrance of the duct and was very difficult to dilate due to the characteristics of the lesion. The stent deployed easily, after the stent was deployed the physician noted incomplete expansion of the stent. Post dilation was attempted with a balloon but the stent still would not expand fully. During the second attempt at post dilation, he was unable to cross the lesion. The procedure was terminated at that time. The patient died 10 days later of obstructive jaundice secondary to liver cancer. The physician feels that the performance of this product was directly related to the adverse event.